Manufacturer narrative:
The device was examined by the service technician as part of a standard repair. This investigation has shown that the oxygen valve is the cause of the malfunction. After replacing the valve, the device has passed the test according to the manufacturer's instructions, which includes the alarm system, and a simulated use test over 48 hours without error. The investigation of the exchanged valve has shown that the tappet was sporadically sticky. From the error memory of the valve (which does not include timestamps) it is visible that at an unknown time a malfunction occurred. This led to an optical and acoustic alarm message "malfunction mixer" and to a warm start. A warm start is the specified behavior for restoring ventilation when the device detects a malfunction. During a warm start, the evita xl opens the airway system to allow for spontaneous breathing. This process is accompanied by an acoustical alarm. After the boot sequence has been successfully passed (duration approx. 8 seconds), the ventilation continues with the previous parameters. Immediately after the restart of the ventilation, an "mv low" alarm is generated which stops until the applied volume is greater than the set lower limit value for the minute volume. Since the case was originally only reported as a repair of a faulty device and not as a device failure during operation without alarm, the log books have been deleted by the service technician as standard procedure and are not available for the investigation. In operation, the device regularly checks the primary and secondary alarm system and alerts the user in case one of them is faulty. Furthermore, during the investigation of the device no fault of the alarm system was detected. As a result, despite missing logbook entries it can be assumed that the device alarmed as expected.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that the evita xl failed on a patient. No patient injury reported.